Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was badly chipped and cracked and the right plunger case was cracked. A review of the event history log identified check syringe flange sensor in history. During functional testing the check syringe flange sensor duplicated during power up due to fluid ingression was found on ear clip and barrel clamp size pot. Visual inspection confirmed that the plunger tube seal was pushed inside the pump due to incorrect assembly and the top case was badly chipped and cracked due to impact. The root cause was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Cleaned ear clip and optocoupler assembly, replaced barrel size pot, replaced top case (case comes with new tube seal). This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that when the pump is first turned on it exhibits check syringe flange message, the seal around the shaft was missing and the case may be damaged. No patient injury was reported.